Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The anesthesia control board was reseated to resolve the issue. No patient information provided to date after calls to customer 10/27/22 and 10/28/2022. Legal manufacturer: (B)(4).

Event description:
It was reported that there was an error resulting in loss of mechanical ventilation during a case. The unit was replaced and case resumed. There was no patient injury.